Event description:
Add'l info rec'd from MFR 8/26/03: although co is responding as requested co is of the opinion that the user facility report of a malfunction does not meet the definition of a reportable event. Gyrus was made aware of this event when it occurred and it was evaluated and recorded as a complaint but it was not deemed reportable under the MDR regulation. Co reached this conclusion since there was no reported injury to a pt and no requirement of intervention to preclude an injury. Were the malfunction to recur the likelihood of an injury or death is extremely remote. Although gyrus accepts that there was a malfunction of the system rendering the device inoperable, in the application for which the device was designed, inoperability is not desirable but the potential for injury or death is extremely remote.

Event description:
While in use it failed twice with parts of the jaw pieces breaking off.